Event description:
This is a non-us event. The malfunction occurred in (B)(6). Consumer went to remove a tampon and tampon came apart in 3 pieces, the first piece was attached to the string. She removed the remaining 2 pieces of the tampon on her own.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.